Event description:
Reporter indicated that the pt had been implanted for about a year and a month, and was to have the device replaced due to eos. The pt was set to a 56% duty cycle which will inherently drain the generator battery more rapidly. The surgeon alleged that the battery should not have depleted as quickly as it did. The explanted generator has been returned to the manufacturer for analysis to determine if the battery depletion was at an appropriate rate, but analysis is not yet complete.